Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). Based on the serial number information provided and the customer service sales history review, 3 lot numbers were identified as being associated (mh642664, nc760840 and mh712172). DHR information was reviewed for each lot. There were no deviations noted in either DHR. Unit was built per osta process and operation sequences were listed properly. There were no scrap activity. Pre assembly, post assembly and functional tests were performed. Device passed all functional tests.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to section g3.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event can be attributed to user error as the facility used the device after the expiration date printed on the product label.

Event description:
Olympus was informed that during an unknown procedure, an expired micron bobbin ventilation tube was placed in a patient. There was no patient injury reported.